Event description:
The patient recently underwent a stimulation trial. During stage 2, at implant of the implantable neurostimulator (ins), the extension was changed out and ins implanted. The lead was placed around the t9-t10 level. Impedances were checked intraoperatively and all were between 700-800 (which was within the normal range). In the recovery room, the ins was turned on. The patient felt no stimulation and had a pulsating sensation/?tugging? At the ins pocket site; the pocket was visibly pulsating with a frequent similar to a heartbeat. The pocket was in the abdomen. The patient did not experience any pulsating effect during the trial. When the ins was turned off, the sensation went away. The ins settings were 1.2v, 160pw, 60hz with electrodes programmed 0 negative and 1 positive. The patient was kept in the hospital overnight. The next day, the patient reported a tugging feeling at the pocket site. The ins was imaged and they saw a sort of pulsing at the plug. There was no burning or shocking reported by the patient. They decided to go back in to check the connections and the extension in the back port. In the operating room, the ins was disconnected from the extension; impedances were checked and ranged between 700-800. The patient was awake during the testing and when they checked for stimulation, the patient again felt tugging at the ins site and no stimulation. When they disconnected the lead and the extension to test the lead, the patient then felt stimulation in his foot and no tugging at the pocket site. The extension was replaced. The new extension was plugged back into the ins. Before closing the pocket, they checked the stimulation and impedances. The patient felt stimulation, but the impedances were >10,000 on all electrodes when plugged into the ins. They closed the pocket because the patient was still feeling stimulation. Approx 2 days later, the patient was reported to be receiving good stimulation and no tugging at the pocket site. The impedances were still >10,000. Additional info has been requested, a follow-up report will be sent if additional info becomes available.